Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported the lower aligner cutting into their gums. Provided information on general discomfort, provided tips, recommended to use file to smooth any rough/sharp edges.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.